Event description:
It was reported an unspecified quantity of unknown baxter access sets leaked (not further specified).the event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot#: the reported lot number dr1f29161 is not a valid baxter lot number. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.